Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent nasal nerve endoscopic saddle area tumor resection surgery and had postoperative cerebrospinal fluid rhinorrhea. The lumbar cistern drainage tube 15 cm was placed and fixed in the lower back. On (B)(6) 2019, during the extubation, the lumbar drainage tube broke.